Event description:
The customer reported alarms, vibrating and water damage after jumping in the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was also noted on the motor assembly. Unable to verify the alarms or vibrating due to the blank display.